Manufacturer narrative:
The suspect device is expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
While trying to remove the catheter with a lunderquist extra stiff guide wire, the catheter resisted and broke between the purple catheter shaft and the black tip. The physician used a snare device to remove the tip from the patient.

Manufacturer narrative:
One device was returned for evaluation. The device was visually examined and the complaint was confirmed. The root cause was significant force applied to the fusezone junction prior to the catheter tip tubing pulling apart from the remainder of the device. The device history record was reviewed and no exception documents were found. The complaint data base was reviewed and no similar complaints for the lot number were found.